Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the preparation, the pullwire was dislodge and pushed out from the exchange port. Another rapid exchange biliary stent system was used to complete the procedure. There were no reported patient complications during the procedure. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and deformed/bent stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the pull wire was kinked and pushed out / dislodged from the ramp window. The proximal end of pullwire near the handle was bent. The guide catheter was kinked and broken/separated from the pullwire. The stent was still loaded on the broken guide catheter. The proximal end of the guide catheter was torn/split. The pullwire was removed from the ramp window to further observe the welded cannula/pullwire assembly. There were no damages observed on the welded cannula/pullwire. The stent working length was found deformed/bent. There was no damage to the ramp window and the push catheter working length. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.